Event description:
It was reported to philips that the device needed to be evaluated and tested. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to faulty paddle plates. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle plates. The paddle plates were replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device needed to be evaluated and tested. There was no patient involvement.